Manufacturer narrative:
One complaint, (B)(4) covering two separate incidents involving viaspan (belzer uw) cold storage , has been received from (B)(6). Two heart transplants were performed in which the donated organ was transported in the same lot of viaspan (belzer uw) cold storage solution. Both organ transplant recipients later experienced complications , indicated as "heart blockage" in the complaints. The complainant indicated that the viaspan (belzer uw) cold storage solution may have been the cause of the complications. A check of manufacturing records and retains has been performed by the manufacturer, fresenius (B)(4). Two minor deviations were noted (fill isolator needed to be sterilized twice; em monitoring on operator glove oos, but outside of isolator). Both deviations deemed to have no impact on product. No other complaints have been received for this product lot. Qas will follow up with complainant to assess if there were any issues with the storage or use of the product in addition to questions related to the transplant procedure. (B)(4) units remain released in inventory at the (B)(4). Product will not be placed on qa hold at this time.

Event description:
.

Event description:
See initial emdr 3003708554-2016-00002 for event description.

Manufacturer narrative:
See quality investigation report - final report.